Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Manufacturer narrative:
Further information was requested but not received.

Event description:
This event was reported to abbott by a (B)(6) health insurance company, regarding a legal case in which the device was explanted due to the premature battery depletion advisory of 2016. The product has not returned to abbott for analysis. No further information regarding the return of the product or any alleged malfunction is available.